Event description:
It was reported that the customer has been experiencing elevated blood glucose levels. The customer stated that he uses a model mmt-396 quick-set infusion set and that he changes his infusion set every 2-3 days. Programming was correct and troubleshooting was performed. The insulin pump failed the high pressure test three times and no leaks were found. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.